Event description:
It was reported that this valve was explanted after 7 yrs & 8 months due to calcified or thicken leaflets with motion restriction, incomplete endothelialization, high transmitral gradient, atrial fibrillation and pulmonary edema.